Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient indicated that the event date was (B)(6) 2021. The patient indicated that the cause of feeling stimulation at the pocket site was determined and also indicated that this has been going on since implant so it is unknown what the mostly cause is. On the night of (B)(6) 2021 they made a night trip to emergency room (ER) because of extreme discomfort. Urine showed no uti. Bladder scan showed empty or near empty. Strong urge to urinate every one minute or less. Doctor insists the device works 80% of the patience. The device was not remove. The issue was not resolve but no further action will be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since getting home from surgery yesterday afternoon patient's urinary frequency hadn't changed from prior to implant. Caller stated however pt only got up twice to use the bathroom during the night and stated that was a change. Caller stated pt got up at 6 am this morning to use bathroom and everything was improved until about 9 am this morning and then frequency of urination started again. Caller stated pt increased stimulation from 0.1v to 0.7v this morning and stated 0.7v was too strong so pt decreased stim to 0.5v. Pt (secondary caller) confirmed stim is comfortable at this setting and pt will monitor symptoms now that change was made. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient and their family member on (B)(6) 2021. They reported that the therapy was not working, meaning that the patient had still not noticed any improvements to urinary symptoms since implant. The doctor's office directed them to contact the manufacturer. It was reviewed that they could try a different program and reviewed how to change from program 3 to program 4. The patient was only feeling stimulation sensation at the ins site. It was recommended that they decrease amplitude and caller confirmed they did so. It was noted that the patient was not feeling stimulation in the pelvic floor as expected. The patient has not had any falls or traumas. It was recommended that they try monitoring symptoms and if not resolved patient may consider trying different programs in order to optimize therapy. It was recommended that they follow up with their healthcare professional to discuss concerns and symptoms.